Event description:
It was reported the patient's blood glucose level rose to 25 mmol/l (360 mg/dl) while wearing the pod between 37 and 48 hours. When removed from the infusion site (arm), the site appeared bruised and bloody. As treatment, a new pod was placed.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The device was returned and evaluated. Blood was observed on the adhesive pads. The formed needle was inspected, and it was found to have a dull needle tip. The dull formed needle tip is confirmed to be the cause of the reported bleeding/bruising. The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined.